Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection revealed a hair in the pouch on the set, outside of the fluid path. The reported condition was confirmed; however the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was found inside of an empty 150 ml bag. This was noticed before the bag was filled and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.